Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(4) 2016 for further investigation. During the investigation the fse instructed the customer to replaced the nozzle assembly. Fse visited the customer site and corrected sampler compound action positioning in mecha check service software. Also, the fse checked the liquid sense on sample cup, test cup and tube. Customer ran quality controls and verified all results were within specification. Instrument is functioning as intended and was released. No further action required by the fse. The most probable cause of the reported event was due to level sense filter. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On the (B)(6) 2016 the customer reported sample nozzle bent on their aia-360 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ckmb, myoglobin, ctni2 and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.